Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration.

Event description:
On (B)(6) 2013 the patient underwent endovascular treatment with a gore® excluder® aaa endoprosthesis stent graft ipsilateral leg component c3 ((B)(4)). On (B)(6) 2021 it was reported that a gore® excluder® aaa endoprosthesis stent graft ipsilateral leg component c3 ((B)(4)) had migrated to about 35mm distal of the renal arteries. Reintervention was scheduled for (B)(6) 2021. On (B)(6) 2021 the fsa confirmed that it had occurred. The physician elected to use a cook tevar graft for the migration repair. The procedure went well. There were no incidents noted.

Manufacturer narrative:
H6: investigation findings: 213, no device problem found. Investigation conclusions: 4315, cause not established and 22, known inherent risk of device. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications.